Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the septum. There was no reported impact to blood glucose. Reportedly, the customer successfully loaded a new cartridge to address the event.